Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a female patient (age unknown), after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the patient sustained burns and was treated with hydrocortisone cream. No information on the severity of the burn was available.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also updating information submitted on the initial medwatch report. Evaluation results: the electrode pads were not returned to zoll for evaluation. The data files were not available for review. Burns during cardioversion are an expected outcome of therapy. There are a number of factors that can contribute to a burn that include but are not limited to, poor coupling of the electrode pads to the patient's skin, or a patient's natural skin condition. Without the electrodes or data file from the event the customer's report cannot be confirmed. Analysis of reports of this type has not identified an increase in trend.